Event description:
Subsequent information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 8f sheath after an interventional angiogram, removal of intraaortic balloon pump procedure. Reportedly, the device was inspected after use and one foot was found to be missing. The operator was informed of the missing foot. An angiogram was performed in the extremity; however, efforts to retrieve the foot were unsuccessful. There was vessel damage and it was treated with balloon angioplasty of the right anterior and posterior tibial artery. There was good circulation to right leg. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot detachment was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the perclose proglide instructions for use as a potential adverse event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported upon removal of the proglide device in the common femoral artery, it was noticed the foot plate was not intact. An angiogram was performed in the extremity to confirm no foreign object was left in the anatomy. The method in which hemostasis was achieved was not specified. No additional information was provided.